Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the implantable cardioverter defibrillator (ICD) is at end of service (eos) and had a charge circuit time out. The patient refuse to have the device replaced. The device remains in use. No patient complications have been reported as a result of this event.